Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient had a hip replacement 8 years ago. He presented to tygerberg hospital with pain in the hip. Xrays revealed that the implant had broken off distally. Please see photos of the xrays. The patient was taken to theatre to have the proximal part of the implant removed and a hip revision was performed, and new implants inserted. The distal part of the stem was left in the patient as it proved difficult to remove. During the surgery, metalosis was noted near the trunnion. Both the distal part of the hip stem implant and the metal femoral head was retained and will be returned for analysis in this investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).